Manufacturer narrative:
F2203. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: no observations are performed for the complaint as the event is insufficient information. Additional observations: observed rupture on implant. It is not possible to determine the lot number or catalog through the photos provided. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Company representative reported left side. Device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported left side rupture. Patient representative later reported capsular contracture baker grade unknown, "redness and allergic eczema, which spread over the arms, trunk, back and stomach", "painful rash, swollen lips and fatigue and as well as depression due to device recall."